Event description:
During a shoulder repair a portion of the distal tip of a suction electrode came off into the pt's body. All was retrieved and the case was concluded successfully without further incident or harm to the pt.